Manufacturer narrative:
(B)(4). No lot number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: prior to linx placement, did the patient have an egd, ph, and manometry studies done? If yes, could you please share the results? What is the product code for the linx? What is the lot number of the linx device? When using the linx sizing device what technique was used to determine the size? Did the patient have an autoimmune disease? Is the patient currently taking steroids / immunization drugs? Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? How severe was the dysphagia/odynophagia before intervention? Were there any intra-operative complications during implant? Was there any hiatal or crural repair done at the same time as the implant? Were there any other contributing factors that led to the dilation of the esophagus other than the reported dysphagia? Besides the reported dysphagia, what was the reason for the dilation of the linx device? What will be the management plant for this patient? Will the device be explanted? Is there a date for the explant? If and when the device is explanted please let us know and reference the (B)(4).

Event description:
It was reported that about a month after implantation patient was having problems swallowing. Patient had her esophagus stretched shortly after. In june the patient visited an explant dr referred to her by her gastro specialist who stated that she has to much scar tissue to remove the device.